Event description:
Elevated glucose results were obtained on 28 serum specimens using on a vitros 750xrc system. Results ranged from 217 to 813 mg/dl. The medical staff questioned the results. A new cartridge of glucose slides was used to repeat analysis of the 28 specimens. All specimens reported lower values ranging from 62 to 416 mg/dl. These results were presumed to be correct. The initial results were not acted upon.